Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was also subjected to a laboratory external and internal leak test there were no leaks detected. Upon removal of the header caps a polyurethane (pu) sliver was found on the cavity ID end at approximately 280° with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample a review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, registered nurse (rn), reported that the blood leak was noted two hours into the hd treatment an was an external blood leak on top of the dialyzer. The rn reported that there was no damage noted to the dialyzer. The leak was barely visual. Blood leak test strips were used and tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, registered nurse (rn), reported that the blood leak was noted two hours into the hd treatment an was an external blood leak on top of the dialyzer. The rn reported that there was no damage noted to the dialyzer. The leak was barely visual. Blood leak test strips were used and tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.